Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a nonspecific power (power issue) issue. No additional information was available.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: there was no evidence of short battery life observed; two warnings were observed due a discharged battery wear. The battery compartment and cap were undamaged and able to fit securely. The pump was drawing nominal currents and performed within specifications. No short battery life or any power issue was duplicated and the pump displayed 3 full bars with a new battery. There was no intermittent condition observed to the power circuit.